Event description:
It was reported that a 22mm amplatzer septal occluder was selected for implant on (B)(6)2023 using a 9f amplatzer trevisio intravascular delivery system. During implant the device took on a cobra shape. The device was removed from the patient and replaced with a new 22mm amplatzer septal occluder. There were no interactions with cardiac structures. There were no angulations or kinks noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. An image provided by field appeared to show deployment of an occluder device in cobra deformation. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.